Event description:
It was reported that during a foley assessment , one of the nurses mentioned foley tube kinked at the connection point of the urometer and drain bag tubing. They know they had discussed about that and wanted to keep that on their radar. They was able to snap a few photos from patient. And said that was more commonly kinked on the temp urometers and some silicone urometer. Per customer response received email on 25nov2025. It was reported that no lot information is available. No patient harm was reported. Nurse made adjustments to the tubing, and it allowed urine to drain into the bag.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the two-pho sample noted that the drainage tubing was kinked at the top of the urine meter. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a foley assessment, one of the nurses mentioned foley tube kinked at the connection point of the urometer and drain bag tubing. They know they had discussed about that and wanted to keep that on their radar. They was able to snap a few photos from patient. And said that was more commonly kinked on the temp urometers and some silicone urometer.